Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture : observed crease assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii/ IV and rupture. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a capsular contracture baker grade lll/lv and hcp later reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, g2, h6

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/ IV and rupture. Device has been explanted and replaced.